Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The sr8 was visually inspected upon receipt and was found to be in good physical condition but does not function properly. The reported issue is confirmed as use related. The unit shut down with the battery at 59%. The unit is also giving a battery health error with a cycle count of 305. The root cause of the reported failure was identified as an internal failure of the battery due to use-related wear. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit shuts down when the battery hits 60%.